Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was a loss of stimulation. The device would not turn on for the past few months (confirmed to be in 2016). The patient was seeing a new health care professional (hcp) but that hcp did not work with neurostimulators. A meeting with a manufacturer representative was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they thought they went through a metal detector at court, which that may have led to the implantable neurostimulator (ins) not being able to turn on and the loss of stimulation for the past few months. They also stated "or it just stopped working". It was reported that the issue has not yet been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had misplaced their clicker for a while and then they went to court. They were not sure if going to court was the reason the device was not working. The issue with the device not working had not been resolved. No further complications were reported/anticipated.